Event description:
After a distraction of 18 mm, there was a progressive loss of function of the receiver.

Manufacturer narrative:
After internal investigation no function of the receiver was detected. The receiver was sent to the supplier osypka for following analysis. The result at the analysis was a defected soldering point at the receiver caused while manufacturing of a component at osypka.